Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 99% stenosed lesion was located in the first curve of a severely tortuous and mildly calcified mid right coronary artery. The lesion also contained a bend of between 45 and 90 degrees. The lesion was predilated with both a 1.5x15mm and a 3.0x20mm non bsc balloon which reduced the stenosis to 40%. A 4.0x16mm taxus liberte' drug eluting stent was implanted at the distal side of the lesion. A 4.00x32mm taxus liberte' drug eluting stent was advanced to the lesion and was to be deployed between the two previously placed stents, but significant resistance was encountered. The stent dislodged from the delivery system and lodged in a branch of a hepatic artery. The physician spent one hour attempting to retrieve the stent but was unable to reach the location of the stent and elected to leave it undeployed in the hepatic artery. The procedure was completed with a 4.0x24mm taxus liberte' stent. The lesion was post-dilated with both a 3.5x20mm and 4.0x12mm quantum maverick balloon. No further pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.